Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Additional observations: observed creases on the surface of the device. No further actions are required as no manufacturing issues are observed.